Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the reason for call was to request assistance with activating MRI mode. Agent walked caller through successfully connecting to ins and activating MRI mode. Full body eligibility confirmed. The patient could be heard in the background saying they called and said they felt shocking at the buttocks. The caller did not have any further information regarding this event and stated patient was currently hospitalized for confusion.